Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on distal end lifted, stretched and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20apr2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 2.50x28mm synergy ii rug-elutign stent was advanced but failed to cross the lesion due to severe calcification and angulation. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.